Event description:
Caller alleged imprecision with inratio meter. Pt's doctor has been adjusting pt's coumadin dose according to meter results (adjustment based on reported results was not provided).

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 5.1, 2nd inr: 4.3, mean: 4.70, sd: 0.57, %cv: 12.04; 3.7 inr result was excluded from comparison test since it was obtained a month prior to the other inratio results. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. No strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.